Manufacturer narrative:
This incident is due to a surgeon's templating error. The device chosen by the surgeon and implanted was undersized, leading to improper fit and thigh pain. No other incidents have been reported for the lot number recorded.

Event description:
Patient presented with chronic thigh pain and scheduled for revision. Femoral stem was explanted and replaced. The originally implanted stem was templated incorrectly and was undersized, resulting in thigh pain.